Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 526mg/dl. Troubleshooting was performed. Reviewed the programming and they were correct. Further testing was not performed because the customer felt sick and did not want to continue testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed. See scanned page.